Event description:
It was reported that the right atrial lead was explanted and replaced due to lead noise. The patient tolerated the procedure well.

Manufacturer narrative:
Additional information: the reported event of noise was confirmed in the laboratory. A complete lead in two pieces, the connector portion measuring 7.0 cm and the distal portion measuring 41.5 cm was return for analysis. Multiple external insulation abrasions were found breaching the outer insulation and exposing the outer coil at 13.7-13.8, 29.6-29.7, 29.8-29.9, 34.0-34.4 and at 34.3-34.8 cm from the distal tip. The cause of the reported event is due to the external insulation abrasions which is consistent with friction to another device or feature of the patient anatomy.